Manufacturer narrative:
Concomitant medical products: product ID: 8711, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported at a pump replacement surgery on (B)(6) 2015, the surgeon decided to replace a portion of the proximal catheter, however could not aspirate the distal segment. The catheter was attached to the pump at the time. The pump was primed on the back table. It was noted that the patient would continue to get therapy for 10.7 hours, and would be without drug therapy due to the replacement for 5.8 hours based on the flow rate. It was later reported that the patient had no symptoms associated with the event. The pump was replaced due to end of service (eos). The hcp decided to replace the proximal catheter because he was not able to get back flow. It was unknown why the hcp could not aspirate the distal segment. The pump segment was partially replaced. There were no catheter pieces left in the patient that were not working. The patient was doing fine and had no negative reports due to the event. Additional information received reported it was unknown when, what, or where the catheter issue was, or if additional actions or interventions were taken as a result of the catheter issue. The pump was used to infuse lioresal.